Event description:
It was reported that during set up the coband layer were found to stick together and very difficult to pull apart. The product was not used on the patient and a back-up was available to continue the treatment. There was no delay and no patient harm was reported.

Manufacturer narrative:
Section: h3, h6: the device, used in treatment, has not been returned for evaluation. The information provided has been reviewed and we cannot confirm a relationship between the device and the reported event. No lot/serial number has been provided, therefore a review of device history is not possible. A further review of the manufacturing process was also performed, and a root cause of inadequate standard operating procedure has been assigned. A complaint history review was performed for the product and event description, there have been further instances of this nature. Corrective action has been assigned regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A lot number was not provided therefore a documentation review was not performed. A complaint history review found other related failures. Probable cause may be a manufacturing related issue. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.